Event description:
The manufacturer received information from a third party service center alleging a "service required" alarm condition occurred. The device was not in patient use. During the evaluation of the device at the third party service center, "service required" codes were observed in the ventilator's downloaded error log. The device's internal battery was replaced to address the issues.